Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00863 for the other medwatch. The same patient is represented in each medwatch.

Event description:
Customer reported that a patient presented with pain approximately nine months after implant of the mesh device and was returned to surgery. Dense adhesions were observed. The adhesions were lysed, bowel resected and the mesh product excised. A replacement mesh was implanted and the procedure completed.